Manufacturer narrative:
Bd had not received samples, but 1 photo were provided for investigation. The photo was reviewed and the indicated failure mode for bowed was observed. Additionally, (B)(4) retention samples from bd inventory were evaluated by visual examination and the issue of bowed was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode bowed. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes that there was an unspecified number of tubes with a bent tube body. There was no health impact or consequence reported.